Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. The device history review for the product auto endo5 ml lot #73c1800265 investigation did not show issues related to the complaint. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an intervention the clips got stuck in the applier. There was no consequence for the patient; another applier was used.